Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 would not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was inoperable due to a damaged retractor band. The field service engineer (fse) identified a faulty latch sensor during diagnostics. The issue was resolved by replacing both the retractor band and the latch sensor, restoring drawer functionality. The system functioned as intended after the field service engineer repaired the device.